Event description:
The hearing aid user came into the beltone dispenser's office. The dispenser found 2 sentry ii wax guards in the user's left ear canal. The user wears a hearing aid in both ears. The right ear did not have any wax guards in the ear canal. The dispenser referred the user to a physician to remove the wax guards.